Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 213 mg/dl. The customer indicated that a bolus was delivered with the pump. Reportedly, the customer stated that they are working with their health care provider on adjusting their basal rate settings.